Manufacturer narrative:
Updated data: b5. A second paragraph was added. D10. Other medical products in use during the event include: brand name: evolut pro plus dcs; product ID: d-evprop23-29 (lot #: 0012362251); product type: 0195-heart valves; implant date: not implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evproplus-26 valve, several issues occurred. The patient had a medical history of aortic stenosis and lung disease, and a highly calcified and horizontal aorta. During the initial implantation using the cusp overlap technique, the valve dislodged upward and was recaptured. After repositioning, a final angiography was performed to reduce the chance of requiring a permanent pacemaker, and a high implantation was planned. Upon full deployment, the valve dislodged upward again. The patient became hemodynamically compromised, prompting the physician to implant a second valve. The second valve was implanted successfully, and the patient recovered. Pre-dilation was performed before the valve implantation. Additional information was received to report the pre-implant mean gradient was 46 mm hg and it was reduced to 9 mm hg following valve implant. It was noted the patient's "critical" aortic stenosis and calcified aorta were contributing factors to the gradient. Per the physician, the patient became hemodynamically unstable due to the dislodged valve.

Manufacturer narrative:
Updated data: h6. The suspect delivery catheter system was discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evproplus-26 valve, several issues occurred. The patient had a medical history of aortic stenosis and lung disease, and a highly calcified and horizontal aorta. During the initial implantation using the cusp overlap technique, the valve dislodged upward and was recaptured. After repositioning, a final angiography was performed to reduce the chance of requiring a permanent pacemaker, and a high implantation was planned. Upon full deployment, the valve dislodged upward again. The patient became hemodynamically compromised, prompting the physician to implant a second valve. The second valve was implanted successfully, and the patient recovered. Pre-dilation was performed before the valve implantation. Additional information was received to report the pre-implant mean gradient was 46 mm hg and it was reduced to 9 mm hg following valve implant. It was noted the patient's "critical" aortic stenosis and calcified aorta were contributing factors to the gradient. Per the physician, the patient became hemodynamically unstable due to the dislodged valve.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluro valve load inspection was performed and confirmed a good load. A pre balloon valvuloplasty was performed prior to the valve implant . The valve was deployed in the cusp overlap view and just prior to the point of no recapture dislodged upwards. There is evidence of at least one recapture. Valve depth assessment was performed after the second deployment attempt. Valve depth was approximately 0-1mm on the non-coronary cusp in the cusp overlap view. Depth assessment in the lao view was not performed therefore it is not possible to validate adequate valve depth on the left coronary cusp. Per medtronic best practices, depth assessment at the ncc is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the lcc. The valve may be released once these steps are completed. Furthermore, the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is <(><<)>1 mm or >5 mm, consider recapture. In this case, a recapture was warranted. However, the valve was released and dislodged aortic prompting a second valve to be loaded. The second valve was loaded properly and was successfully implanted . Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus dcs; product ID d-evprop23-29 (unknown serial/lot); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evproplus-26 valve, several issues occurred. The patient had a medical history of aortic stenosis and lung disease, and a highly calcified and horizontal aorta. During the initial implantation using the cusp overlap technique, the valve dislodged upward and was recaptured. After repositioning, a final angiography was performed to reduce the chance of requiring a permanent pacemaker, and a high implantation was planned. Upon full deployment, the valve dislodged upward again. The patient became hemodynamically compromised, prompting the physician to implant a second valve. The second valve was implanted successfully, and the patient recovered. Pre-dilation was performed before the valve implantation.